Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. Another cartridge was loaded onto the pump; however, the alarm recurred. The customer reported a blood glucose (bg) level of 500 (mg/dl) and ketones. Manual injections will be used for alternate insulin therapy.